Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implanted infusion pump containing unknown medication (dose and concentration unknown). The indication for use was unknown. It was reported that the patient read about patients on a chronic pain website who talked about overdoses and underdoses. The event date, patient name, device, healthcare provider, and other event details were unknown. No further complications were reported or anticipated.